Manufacturer narrative:
Four (4) photographs and one (1) video that shows the tego leaking during use were provided by the customer. Top seal damage was noted on the returned sample, also inner seal damage, as well as on the lower seal. The complaint of blood leaking from the tego is confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The complaint/event involved a tego¿ connector that reportedly leaked blood for an unspecified amount of time during patient use during the 2nd of 3 dialysis sessions for that week. The facility changes their tegos weekly. Dialysis was performed according to the facility's protocol and nothing atypical or different was observed or used during dialysis. The staff uses bd luer lock syringes, bd posiflush, taurolock 500 and fresenius combi set 5008-r. The leakage occurred post disconnection from fresenius combi set 5008-r. The customer reported risks of bleeding and infection, especially for immunocompromised patients. The action taken by staff was removal and switching out the tego. It was unknown if there was any delay in therapy. There was no harm to the patient as a result of the reported event/complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.